Manufacturer narrative:
Date of event: (B)(6) 2019, date of report: 11/13/2019.

Event description:
The customer reported a touchscreen failure. There was patient involvement, but no reported harm to user or patient.

Manufacturer narrative:
G4: 07feb2020, b4: 10feb2020. Multiple attempts were made to obtain information on the patient and repair/service of the device that have been unsuccessful. A supplemental report will be submitted if new information becomes available. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.